Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during the implant procedure the physician was unable to get the lead helix to extend. After multiple attempts the lead was removed and was tried again on the table with the same results. At this point a new lead was utilized and implanted. At the end of the implant the scub tech mentioned they had gotten the helix to extend and then retracted it but it took many turns to do so. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.